Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed self test. No display anomaly noted. Unit was program with several bolus units and all bolus delivered their indicated amount and were recorded on the bolus screen. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Pump passed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer was assisted with troubleshooting. The customer's blood glucose level was 515 mg/dl at the time of the incident and 427 mg/dl at the time of the call. The customer treated the high readings with a shot. The customer stated that they were disconnected during rewind/prime, did not program another prime after disconnecting and reconnecting, and did not program a larger fixed prime amount that required. The customer also stated that they did not have accidental button pressing. Basal and bolus was reviewed and the customer stated that the bolus delivered was not programmed by the customer. The insulin pump was worn during magnetic resonance imaging and large body scanner at the airport. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.